Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line was leaking at the hub. Needleless access device was changed, trouble shooting was completed and line was still leaking. This PICC line was removed, and a new line was placed.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2025-00064, 2245270-2025-00065. Correction: the initial MDR report (2245270-2025-00064) incorrectly listed the brand name as "nutriline"; the correct brand name is "premicath." We received the catheter attached to the ll hub, along with a non-vygon needle-free connector device, as the faulty sample. The catheter was snapped/cut twice: approx. 2 mm distal and approx. 8m proximal to the wing. The attempt to flush the catheter/extension line with water was successful and no leakage could be detected. Even when clamping the extension line to increase the pressure, no leakage was visible. The customer also provided an image showing the ll hub of the catheter connected to a needle-free device, which was also attached to an additional extension line (non-vygon germany gmbh product). This section was covered with transparent tape, and a white solution was visible, indicating leakage. Based on our investigation of the catheter and the needle-free connector, it is evident that the leakage originated from the connection between the needle-free connector and the additional extension line. This complaint should therefore be directed to the manufacturer of the additional extension line. A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. The ll-hubs are randomly tested in accordance with iso 80369-7. A review of vygon USA's complaint data shows three complaints for lot 24k011d related to leaking catheters, all originating from this facility. Corrective action: based on the investigation of the catheter and the needle-free connector, it is evident that the leakage originated from the connection between the non vygon germany gmbh needle-free connector and the additional extension line. This complaint should therefore be directed to the manufacturer of the additional extension line. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Event description:
PICC line was leaking at the hub. Needleless access device was changed, trouble shooting was completed and line was still leaking. This PICC line was removed, and a new line was placed.